Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter/stylet deformation was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20cm niagara short term dialysis catheter. The sample appeared free of use residues and was received with a plastic stylet inlaid through the venous lumen. Both clamps were closed on the extension tubes, including the venous lumen clamp, which was engaged over the inlaid stylet as well. The stylet was compressed and kinked at the clamp site. Microscopic inspection of the sample confirmed that the plastic stylet was compressed and kinked where the clamp had been engaged. The stylet damage was caused by clamping the veinous extension tubing prior to sylet removal. The clamp should not be engaged until the stylet has been removed, following catheter placement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain the manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported when the catheter was unpacked, it was found that the catheter was visibly creased and could not be delivered into the body during puncture, which did not ensure proper functioning of the catheter. No other information was provided.